Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure. The investigation showed that the small focus (f1) of the x-ray tube was interrupted, which does not allow any further radiation with these older systems (systems with generator is open, approximately 15 years old). The x-ray tube is a wear part which is subject to an aging effect. The filament of the focus evaporates with time until it burns out or is interrupted; similar to a light bulb, at the weakest point of the reduced material. The affected system was delivered in 2004. The affected x-ray-tube has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating axiom artis dfc system. During an interventional procedure, the user reported that no fluoro was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.